Event description:
This system was explanted due to endocarditis. The hospital has retained this device. Should add'l info become available, this event will be updated.

Manufacturer narrative:
On 11/08/2013 - the device was returned for analysis. Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 39 months. The inspection of the pacemaker memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.